Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18561, 18562. The pt had 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt went to the emergency room on (B)(6) 2013 and the pt's scs system was explanted due to an infection.

Manufacturer narrative:
Eval method: the device history and sterilization records were records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not to be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.